Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v589242, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer's family member reported that the patient had constant urinary tract infection and was going to the bathroom a lot since a couple of years ago. The patient was recommended medication for help with his urinary issue. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.